Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a couple tags on the capsulotomy after the laser portion of a cataract surgery on a patient's right eye. This lead to an anterior capsule tear which did not extend posteriorly. An intraocular lens was implanted. Post-operatively the patient is reported to be doing fine.